Manufacturer narrative:
Product event summary- analysis of the device memory indicated a lead impedance out of range alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable.

Event description:
It was reported that a lead warning was triggered for high impedance on the right ventricular lead. No noise was seen during pocket manipulation and isometrics. A chest x-ray was performed and the physician feels that the pin is in the header and there does not appear to be a lead breach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5071 implantable pacing lead 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).